Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was failed to open and unable to issue medication. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open to issue specific medication. A technical support specialist (tss) connected with the customer and confirmed that they were able to issue the medication after logging off and logging back into the cubex application. The system functioned as intended after the customer resolved the issue of the device.